Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history, but could not be duplicated. An air in line test was performed. The pump passed the test. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Event description:
During review of the event history by baxter a failure code 810:11was found to have interrupted therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. The device has not been previously sent into service for the reported condition of 'fc 810:11'. (B)(4)